Event description:
A malfunction was reported involving a pump that displayed malfunction code 16-0x20e6. There was no reported blood glucose level impact at the time of the event, and the customer declined to provide specific information. The customer was instructed to replace the pump, which was confirmed to be within warranty, and was informed of the replacement process. Additionally, storage mode instructions for transport were provided, and the customer was asked to return the faulty pump using a pre-paid label.